Manufacturer narrative:
This report is submitted on may 8, 2019.

Event description:
Per the clinic, the patient experienced pain followed by a loss of osseointegration resulting in the fixture and implant loss on an unknown date. It is unknown if the patient was reimplanted with another device.